Event description:
It was reported that during a pta treatment procedure, stent migration difficulties were encountered. "The lesion was located in the ostium of the right iliac artery. The length of the lesion was 2cm and 9mm diameter. Before implanting the stent, [the physician] pre-dilated the lesion with a 7mm balloon. Afterwards, he proceeded releasing the self-expandable stent. The stent was apposed to the lesion and dog bone effect was observed (the portion with the higher amount of lesion did not fully expand). When the stent delivery system was withdrawn, the stent migrated to the aorta. Several times the [physician] attempted to recover the stent with a 9mm balloon, but it was not possible. Consequently, the patient was taken to surgery." The lesion being treated was calcified and 70% stenotic. The access puncture site was the right groin. There were no difficulties navigating the system through the sheath. The stent was floating on the aorta proximal to the bifurcation. The patient was stable with no symptoms at the time of the event. The physician determined that surgical removal was the best intervention, so he repaired the right external iliac artery, through a right aorto-iliac derivation with a 10mm x 30cm dacron vascular graft, and by extracting the foreign element. The migrated stent was successfully removed. Patient presented an ami during the surgery; it was diagnosed through angiography and treated through ptca with a bare metal stent. Currently stable."

Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to detemine the root cause of this event.